Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to generalized weakness. Upon interrogation, it was revealed that right ventricular (rv) lead exhibited multiple episodes loss of capture and sensing noise leading to inhibition of pacing. Programming changes were made to the device. The patient was stable.